Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable impedance, oversensing and intermittent pacing inhibition. It was also reported that a possible setscrew issue was noted on the implantable pulse generator (ipg). The rv lead was capped and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.